Event description:
It was reported that this pacemaker was implanted yesterday, however the leads were accidently switched in the header at implant. The patient was able to feel that the device was pacing backwards. An additional surgical intervention was performed to revise the leads. The system remains in-service. No additional adverse patient effects were reported.